Manufacturer narrative:
(B)(4)

Event description:
The receiver data log was reviewed on 01/28/2016. The complaint of a transmitter failed error was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report the patient received a transmitter failed error on (B)(6) 2015. At the time of contact the patient did not report any injury or medical intervention.